Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on anterior due to a surgical impact opening, for the stress mark in the shell, striated opening on anterior and posterior, creases fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on anterior due to a surgical impact opening. A striated opening on anterior and posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.